Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07262012-002-r and 1627487-05242011-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately six months ago. It is unknown when the patient last charged the ipg. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.